Manufacturer narrative:
The investigation has determined that a non-reproducible, lower than expected, vitros nbil result was obtained from a neonate patient sample on a vitros 350 chemistry system. A definitive cause of the event could not be determined. Based on historical quality control results, a vitros bubc lot 0245-0427-4401 performance issue is not a likely contributor to the event. Although diagnostic, within run precision testing performed was within acceptable guidelines, indicating the current performance is acceptable, an undetected issue at the time of the outlier could not be entirely ruled out as a contributor to the event. The sample was obtained by a heel stick. No other details were provided regarding the sample quality or handling. The customer stated that it was the only heel stick sample in the laboratory, therefore sample mix up can be eliminated as a cause of the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report non-reproducible lower than expected nbil result obtained from one neonate patient sample using vitros bubc slides on a vitros 350 chemistry system. Patient sample, nbil result 130 umol/l (7.60 mg/dl) versus the expected nbil result 284 umol/l (16.4 mg/dl). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected nbil result was not reported from the laboratory and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).